Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on additional information obtained by the customer service agent (csa) documentation during a follow-up call with the patient. The patient reported that the alleged meter issue began when she received the meter in (B)(6) 2020. During the follow-up call, the patient informed the csa that she manages her diabetes with 20 units of lantus insulin at night and denied making any changes to her usual diabetes management routine she was unable to obtain a blood glucose result due to the error message appearing. The patient reported that on (B)(6) 2019 while she was hospitalized for pancreatic disease, her blood glucose fell to ¿21 mg/dl.¿ the patient claimed she received treatment of glucose tablets/gel. During the follow-up call, the patient was unable to recall the symptoms experienced or the last device used to measure her blood glucose prior to her blood glucose falling. The patient was unable to confirm if she believed the subject meter contributed to the event. At the time of troubleshooting, the csa noted the subject meter was not being used for the first time. The csa noted the patient was using the incorrect testing technique by applying the blood sample to the strip prior to inserting into the meter. The csa walked the patient through a retest and the alleged issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.